Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia and the pump was exposed to change in air pressure hence customer alleged that the insulin pump was under delivering the insulin, and the time and date were incorrect. The customer reported a blood glucose value of 1122 mg/dl. The customer was assisted, emergency medical services (ems) were dispatched, the customer visited the hospital emergency room (ER) and was hospitalized for greater than 24 hours, and the customer was treated for hyperglycemic events and diabetic ketoacidosis (dka) with an insulin pump, IV insulin drip (intravenous insulin infusion) and manual injection. During the event the customer also experienced the symptoms of confusion, malaise, fatigue, upper respiratory tract infection, headache, visual disturbance, extremity pain, cramps, dehydration, and vomiting were treated with hospitalization. The event involved products mmt-1884, mmt-7040a, mmt-387a, and mmt-332a. Troubleshooting was performed for hyperglycemic events, and the customer had been using the insulin pump system within 48hours of reported at the time of event. Customer stated auto mode/smartguard feature active at the time of event. The customer tested for ketones with the positive results of 11. No further patient complications were reported. No product return is required for mmt-7040a, mmt-387a, and mmt-332a. Mmt-1884 was requested, and customer response was the device will be returned for analysis. The customer will discontinue the use of the device and revert to the backup plan as per health care professional instructions.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Updated summary: as per latest comments, the customer alleged time and clock anomaly was not confirmed.